Manufacturer narrative:
(Complaint number: (B)(4)). Received 17 loose pc 450161/ 15b21 for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and samples to our supplier for their investigation and comments. Documents of the concerned batch were reviewed and there were no abnormalities in the manufacturing processes and no product with defects was found. Retain and customer samples were visually inspected; no defects in any of the components could be observed. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force test was performed to measure the moving force of the protector on the hub until locked; results were in specification. Pull force (after lock) was performed by pulling protector to separate from hub; results were within specification. Return force (after lock) was also measured; results were within specification. No failure in the safety lock strength of the device could be observed. The complaint could not be confirmed.

Event description:
Customer advised that a phlebotomist was drawing a difficult patient and the safety device didn't activate properly. Customer states that she thought she heard it click but it advanced back forward and grazed her finger.